Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub of the aurous centimeter vessel sizing catheter had a crack on it, and when the and when the user connected it to the injector, "it sprayed everywhere". Another device was used for the procedure, and there were no injuries or additional procedures reported.